Event description:
I am charge and rapid response rn in critical care unit, (B)(6) hospital, (B)(6). We recently switched to alaris bd IV pumps. These pumps have dangerous life threatening "feature" that I have reported to alaris rep and hospital admin and I have been told "nothing can be done". This "feature" affects all infusions. When programmed volume drops to "zero" IV infusion rate automatically drops to "kvo" rate of 20 ml/hr. It is unsafe and unwise to have pumps that automatically drop the rate of lifesaving drugs like vasopressors to a minimal "kvo" rate and by such dramatic amounts, especially without forewarning. In some cases we are talking about an abrupt 90 percent reduction in drug dose administration of lifesaving continuous infusion medications. For example a critical patient may be receiving lifesaving norepinephrine infusion at rate of 100 mls/hr. Even with remaining volume in IV bag, alaris IV pump programmed volume goes to "zero" and without warning lifesaving infusion rate is automatically cut by 80 percent to 20 mls/hr. This can have devastating and immediate consequences. And this is just one example. In a very sick patient there may be 10 or 12 continuous infusions all cutting out at random times and without just reason or cause. I have been offered no scientific or clinical based research supporting this dangerous programming flow. A flaw that will most certainly and without reason lead to patient injury and death. Our previous pumps would alarm when programmed volume was at "zero" but would continue infusing at the programmed rate. This is the only safe and reasonable option for continuous infusion medications. Nurses in critical care have 2 patients and on the intermediate care units rn's can have 4 patients. It is unrealistic to expect rn's to be everywhere at once and manage such dangerous equipment. Despite having been told by multiple rn's that this "feature" was unsafe the alaris representative told us that it the program can not be changed and that is just the way things are done now. I can say without absolute certainty that whomever programmed these pumps has zero clinical basis for doing so and has zero clinical experience. This is a fatal programming flaw that alaris needs to address immediately on all of their pumps before lives are lost. There is no reason it can't be fixed. Lives are at and deeply flawed because it was developed without a shred of clinical evidence, expertise, or forethought to the ramifications. Should bd alaris fail to fix this programming flaw, and should hospitals continue to knowingly use their faulty product, they should be held 100 percent accountable for any and all lawsuits resulting from patient harm and death, which are an absolute certainty. It is the responsibility of the FDA to police medical equipment manufacturers especially when said manufacturers fail to listen to common sense and knowingly continue to endanger the general public. It is a given that all of us, that all of our families and loved ones will at some point be hospitalized with an illness. Any of us who ever have the misfortune of being in a hospital using the bd alaris pumps as programmed are at risk because of this negated programming flaw. It should be addressed on a national level and fixed immediately and without delay.